Event description:
According to the reporter, during the laparoscopic low anterior resection, the rectum was intentionally resected with two firings, after firing the first 45mm reload, when pressing the center control again, the cartridge moved slightly. Afterward, when retracting the knife with the center control, the knife only retracted by 1 cm. And did not return to the end. The knife was retracted to the end using the manual adapter tool. Another adapter shaft and reload were used, and the resection was completed. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter (serial # (B)(6)) sigpshell, sig power sigpshell control shell (lot # unknown) sigphandle, sig power sigphandle handle (serial # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.